Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, vyaire has not received the sample for investigation.

Event description:
Customer reported the enflow controller unit smelled as if something was burning. The customer reported there was no patient harm associated.